Event description:
The software key that would have enabled us to complete the appropriate scan on the patient expired. Philips medical systems had been notified four months prior to the event that one of the software keys on the system was going to expire on a specific date. The system does not identify what key is going to expire, so the technical staff did not know what systems were supported by the specific software key. Our facility had been assured by philips that the update would be installed by them before the expiration date elapsed. Unfortunately it was not and the downside was that staff had no way of verifying which studies or types of sequences had been done. When philips was notified of the event, they claimed they erroneously read the expiration date using european date convention versus the us date convention, so the month was read as the day and the day as the month.